Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), e1 (event site address), g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: h6 (medical device problem code). Event site address: (B)(6). Event site name: (B)(6) medical center. A getinge field service engineer (fse) checked the unit and reproduced the symptoms, and replaced the video receiver board and display cable to improve the symptoms. Performed work based on the service manual. Results were good. The failure analysis and testing dept. Received the following parts associated with this complaint: pcb, color, cable video to lcd. These parts were received with a reported unit failure of display is white on startup. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition. The failure analysis and testing dept. Installed part pcb, color receiver and cable video into the cs300 test fixture and tested the parts to factory specifications per the procedure. The fat dept. Booted up the cs300. It is normal operation to have a white screen for a very short time upon start up and then the normal video appears. The fat could not replicate the complaint of the display being completely white. The parts passed testing. Retaining the parts in the fat dept. Per procedure. The most probable root cause is component reliability.

Manufacturer narrative:
Due to character limitation, event site full name: (B)(6). Event site full city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use cs300 intra-aortic balloon pump (iabp) had display failure when starting up, the display was blank. There was no harm or injury reported.